Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to associated MFR report # 3005099803-2008-00277 for a description of the second event. A hydratome rx sphincterotome device was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female pt in 2008. According to the complainant, the "first sphincterotome cutting wire broke during cautery." The physician continued the procedure with a second hydratome rx sphincterotome device.

Manufacturer narrative:
The device has not been returned; therefore, a device eval is not available. The cause of the reported malfunction is undetermined; however, possible causes for cutting wire breaks include: improper tome position allowed the cutting wire to contact the endoscope which resulted in a short circuit and excessive power applied to the cutting wire due to improper generator settings. A search of the complaint database did not identify any add'l complaints recorded for this lot.